Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were inspected and showed evidence that the cone of the male luer connector of the return line was cracked. The reported condition was verified. The cause of the reported condition was a design issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the venous luer connector of a prismaflex m100 set was broken. The venous luer connector was determined to be broken while connecting the patient for therapy after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.